Event description:
It was reported that during a low anterior resection procedure, the tissue pad was detached off during use. As the tissue pad was found on the mayo-table, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.